Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium on a cobas 8000 c702 module. The initial result was 5.8 mg/dl. The repeat result was 7.8 mg/dl. The sample was repeated on a different c702 module with results of 7.9 mg/dl and 8.1 mg/dl.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. Calibration and qc were acceptable. The reaction curve was analyzed; it was noted that the absorbance decreased after reagent dispensing and did not fully rise afterward. No issues were identified during a review of the alarm trace data. On 03-jun-2026, the field service engineer (fse) found that the sample and reagent probes were misadjusted; these were readjusted. The gear pump pressure was low, and this was adjusted. External cleaning positions and cell dispensing positions were readjusted due to insufficient washing. An excessive volume of water was identified in the reagent probe wash station, and the water volume was readjusted. The mechanism check identified insufficient detergent, and the cell detergent volume was readjusted. Cuvette overflow, tube leakage, and abnormal residual water in the cells were all checked, and no issues were identified. Mechanism checks, cell blank, and qc measurements were acceptable. The investigation determined that the service actions resolved the issue. As multiple misadjustments of probes, gear pump pressure, and the external wash functionalities were found, the specific cause of the event could not be determined.